Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was thick and cloudy when withdrawn from cartridge. Reportedly, customer suspected that the pump was warming the insulin and causing the issue. Customer changed out pump supplies to resolve the issue. There was no reported impact to customer's blood glucose.